Manufacturer narrative:
E1: patient city - (B)(6) patient country - israel since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel it was reported that the patient experienced an event in which infusion set needle broke/ twisted on (B)(6) 2025. The infusion set was in use for five minutes. No further information available.